Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-25282. It was reported the pt is experiencing stimulation turning off and on which started 10 months after implant. An sjm representative met with the pt for reprogramming. Lead diagnostics revealed invalid impedances. Reprogramming did not provide resolution. In turn, the pt wants to undergo surgical intervention to address the issue.